Event description:
Reportedly, ten cryocyte freezing containers were found ruptured when removed from liquid nitrogen storage. Cells were lost at the time of the event. Sufficient backup product remained for pts reinfusions. The pts were not effected by these events.